Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 27-oct-2021, UDI#: (B)(4). Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 4-5 mm in the left ventricular outflow tract (lvot). Upon release, the valve dislodged to 2 mm above the annulus. A second valve was implanted deeper and in good position. The blood pressure dropped and cardiopulmonary resuscitation (CPR) was initiated. An aortogram indicated no coronary perfusion and ventricular standstill. CPR continued and ventricular fibrillation (vf) occurred. Defibrillation was performed several times but vf remained. After a period of CPR, the physician decided to stop CPR and the patient died.

Manufacturer narrative:
Updated data: b5 - additional information was received, that per the physician, the first valve contributed to the death. The cause of death was reported as blocked coronaries and ventricular failure. B7: relevant history, patient code, device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valves remain implanted and therefore were not available for analysis. A review of the device history record for both valves found them to be built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Additionally, the event description does not indicate a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and the compliance of the aorta and native vessels. Valve dislodgements are typically not related to a device malfunction and this event does not allege that a device malfunction occurred. Hypotension is a known potential adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. An aortogram during the implant indicated no coronary perfusion and ventricular standstill. Coronary occlusion is listed in the instructions for use (IFU) as a potential risk associated with the implantation of the device. It can be related to valve positioning, calcification levels, or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). Ventricular fibrillation is generally a result of known potential adverse effects per the IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. The report of patient expiration at implant was ascertained as being related to the procedure, specifically per the physician as being related to the first valve. The cause of death was due to the coronary arteries occlusion and the ventricular failure. As neither an autopsy nor an explant was reported to have been performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no indication that a malfunction or misuse contributed to the reported events. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.